Manufacturer narrative:
Concommitant products: pedicle screw instrumentation, graft expander/extender (implant (B)(6) 2007). (B)(6) (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with the following preoperative diagnoses: spinal stenosis of l2-3, l3-4, and l4-5; severe degenerative disc disease of l2-3, l3-4, and l4-5; degenerative spondylolisthesis of l3-4; mild instability of l2-3, l3-4, and l4-5. The patient underwent the following procedures: posterior pedicle screw instrumentation of left and right l2, l3, l4, and l5; posterolateral fusion of l2-3, l3-4, and l4-5; decompressive laminectomy at l2-3, l3-4, and l4-5; use of allograft, autograft and rhbmp-2/acs. Per the op notes, the transverse processes were decorticated. A rod was placed, and compression was applied across the screw sites. The lateral gutters were packed with rhbmp-2/acs as well as allograft expander/extender. No patient complications were noted. On (B)(6) 2008: the patient underwent CT of the lumbar spine without contrast. Impression: status post posterior fusion l2-3, l3-4, l4-5; stable anterior fusion and discectomy l5-s1; marked progression in disc narrowing and end plate sclerosis and irregularity l2-3 and l3-4 since (B)(6) 2005. There may have been prior discitis. Renal osteodystrophy is also a possibility; no definite central or foraminal stenosis. On (B)(6) 2008: x-rays of the lumbar spine show no evidence of any displacement. On (B)(6) 2008: the patient presented with x-rays of the lumbar spine which show no change in instrumentation. There is no evidence of instrumentation failure or loosening. On (B)(6) 2008 : the patient underwent MRI of the lumbosacral spine due to developing numbness in left leg for 2-3 weeks. Impression: postoperative changes l2-5. The dural sac is now widely patent through these levels. Stable degenerative anterolisthesis of l3 on l4; stable anterior lumbar fusion at l5-s1; along the spinous processes in the paraspinal region, there is some enhancing soft tissue at the sites of prior surgery consistent with postoperative fibrosis. This does not deform the dural sac or neural foramina. On (B)(6) 2008 : the patient presented with back and leg pain. On (B)(6) 2008: the patient underwent nerve conduction and emg studies due to her lumbar pain and leg pain. Impression: no electrodiagnostic findings suggestive of a lumbar radiculopathy, polyradiculopathy, or peripheral polyneuropathy. On (B)(6) 2008: the patient underwent x-rays of the lumbar spine. Findings: all hardware in appropriate position. On (B)(6) 2008: the patient presented with back pain. Assessment: no evidence of any abnormality. On (B)(6) 2008: the patient presented with back pain and some bilateral hip discomfort. On (B)(6) 2008: the patient underwent MRI of the sacrum due to sacral pain and two previous falls. Impression: normal appearing sacrum; interbody spacing device at l5-s1, not well evaluated on the sacral spine MRI. On (B)(6) 2008: the patient presented with back pain. She states her leg pain is better.